Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) after a transplant procedure. When the balloon was being removed from the patient, it got stuck, and it was difficult to remove. Additional information was received and the iab was taken out with difficulty but without the need for performing any intervention. Patient outcome was reported as fine. There was no report of patient death, or injury.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of removal difficulty is confirmed. The iab was returned in a damaged condition which is consistent with removal difficulty. During the investigation, blood was confirmed within the iab helium pathway. The cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) after a transplant procedure. When the balloon was being removed from the patient, it got stuck, and it was difficult to remove. Additional information was received and the iab was taken out with difficulty but without the need for performing any intervention. Patient outcome was reported as fine. There was no report of patient death, or injury.